Manufacturer narrative:
Correction. Section h10: added additional related report, mw5183182.

Event description:
Voluntary medwatch received states that the low-voltage lead was associated with a pocket infection. The physician subsequently explanted the lead. The patient¿s condition at the time of the report was not provided.